Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: in-stent restenosis (isr), requiring medical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. It was reported that the mid left anterior descending (lad) was treated with a 3.0 x 08 mm xience v stent and the mid right coronary artery (rca) lesion was treated with a 3.5 x 28 mm xience v stent. Then, appropriately eight months after the procedure, the patent returned to the hospital and was found to have in-stent restenosis (isr) of the mid lad lesion, which required revascularization with another stent. No additional event or patient information is available.

Manufacturer narrative:
Summation - restenosis is listed in the IFU as a potential adverse event and this patient effect, in addition to hospitalization, are no-fault post-procedure complications. A conclusive root cause for the patient effects, and relationship, if any, to the device cannot be determined. However, during review of the lot history records, it was noted the device was used after the expiration date. The xience v was implanted in 2008, 30 days past the labeled expiration date. There is no indication of a manufacturing deficiency contributing to this incident or a product quality issue associated with this lot. However, it should be noted that the IFU cautions, "note the product " use by" date."